Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Due to damage of the charge coupled device unit the color tone of the image display was abnormal. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscopes image becomes distorted when the scope is connected to the system. There were no reports of patient involvement.